Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed that the device was functioning normally during the reported pacing event along with the reported settings of 24ma and 40ppm. There was no indication of any device malfunction. It's important to note that no clinical information was available as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), after installing an internal pacemaker, the device was unable to pace. Complainant indicated that the patient suffered pain due to the reported malfunction.